Event description:
Caller reported that the battery charge of the device dropped significantly by 65% in a short period, leading to an unexpected shutdown. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information for a pump reset, and when the pump turned back on, the battery had more than 20% capacity. There was also an indication of a shutdown alarm prior to the incident. Cts planned to contact cts international for additional assistance and follow-up.